Event description:
The customer initially reported that after the first seal cycle while in use with a hepatectomy, the shaft of the device broke at the hinge and the device could not be used. Another device was used to complete the procedure without incident. Nothing fell into the pt cavity. There was no tissue damage, no bleeding and no pt injury. The device was returned and a visual evaluation revealed that the break in the device caused the knife to be exposed.

Manufacturer narrative:
(B)(4). A visual inspection of the device revealed that the handle separated. The handle/jaw weld was misaligned during the laser weld, causing the handle to be weak and break during use. Modifications to the welder have been implemented to eliminate this issue. This device was manufactured prior to this change.